Manufacturer narrative:
Date of event, test, and therapy: date estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an interventional procedure. Reportedly, when the proglide suture was pulled out, it broke. Two other proglide were used with the same result. The sheath was upsized and the procedure was completed. Hemostasis was achieved surgically. There was a reported delay in the procedure. No additional information was provided.